Event description:
A user facility medwatch reference # mw5069090 was received stating that: ¿patient¿s vent was alarming and an unusual smell was coming from the vent. Vent was running on back up battery even though it was plugged into the electrical outlet. Vent was immediately taken out and a new one was replaced. Patient was not harmed and is safe.¿ (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received by the user facility. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. According to the event description from medwatch report #: mw5069090, the ventilator generated an alarm and unusual smell was noted from the ventilator during patient treatment. It was further stated that the ventilator was running on backup battery even though it was plugged into the electrical outlet. The ventilator was immediately taken out or clinical use and replaced. The patient was not harmed and is safe. Since there is no information about performed troubleshooting or repair by the hospital, it is not possible to determine the root cause to the reported alarm and smell from the ventilator. It is also not possible to confirm the reported event since no device logs were received for investigation.

Event description:
(B)(4).